Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medronic indicated that insulin pump had multiple alarms, including software error bad pointer, impossible default case, parameter out of range. The customer could not clear the alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. No unexpected e13/a13 alarm anomalies noted. No unexpected a52 alarm anomalies noted. No unexpected a20 alarm anomalies noted. (B)(4).